Event description:
This lead was returned because there was difficulty positioning the lead during the implantation procedure. The lead was not implanted.

Manufacturer narrative:
(Other): difficulty positioning lead at implantation procedure. The analysis on this device is pending.

Event description:
This lead was returned because there was difficulty positioning the lead during the implantation procedure. The lead was not implanted.

Manufacturer narrative:
Difficulty positioning lead at implantation procedure. The analysis on this device is pending.